Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed an alert indicating an issue with another manufacturer's rv lead. The device was interrogated and normal function was observed. Boston scientific technical services (ts) was contacted and discussed that the reason for the alert could be due to a low intrinsic amplitude, an out of range impedance, or an out of range automatic right ventricular automatic capture issue. No additional information was provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the clinic indicated that the alert was a result of a low intrinsic amplitude with the other manufacturer's lead.